Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code).

Event description:
N/a.

Manufacturer narrative:
Full event site name: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the users swapped out console to continue treatment without issue. Additionally, they were unable to replicate user complaint. Both a trainer and training catheter were used to simulate treatment and completed successfully. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) was unable to connect to the fiber optic. There was patient involvement reported and no injury or harm reported.